Event description:
The device overheated during testing at the user facility. There was no patient involvement, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.